Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 19 years old and was last returned to the MFR for repair on (B)(4) 1997. Investigation of the device determined the comb was damaged. Damage was also observed on the roller. Prior to repair, the calibration of the device was outside of spec on the right side. The 1.5:1 cutter was nicked and did not pass the zimmer test mesh criteria. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher would not work. Add'l clinical f/u with the hosp indicated that the device was not meshing very well. It was reported that the graft was usable and no add'l harvest was required. There was no report of harm, delay, increased surgical time, or medical/surgical intervention.